Event description:
It was reported by the rep that the (1) ax55g was used on a low anterior resection procedure. It was reported to the rep by the chief resident that the low anterior resection procedure was started on a male pt. The ax55g was fired very low on the rectum and the tissue was transected. The stapler was removed. The procedure was changed to an apr. Upon removal of the specimen, it was discovered that the staples had not fired completely and an opening to the bowel was created. The staples were not the proper "b" shape. There were staples left in the instrument. There will be a photo of the specimen returned with the instrument. There was no consequence to the pt.